Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device met specifications. The device passed visual examination and functional testing. Log file analysis revealed two "controller fault" alarms which indicated a failure of the automatic power switch circuit. This failure is most likely due to a leaky diode on that circuit; however, this was unable to be recreated at the bench level. Automatic power switching circuit failures are being investigated by heartware. Per the instructions for use (IFU): the instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that the patient had a "controller fault" alarm.  The patient arrived at the emergency room for interrogation of the device. Upon arrival, the patient was reported to be hemodynamically stable. Log files were sent to verify the alarm. The controller was subsequently exchanged without issue per recommendation by clinical engineering. No further information was provided.